Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation : bladder') and intestinal perforation ('perforation (other) please describe and state the location of the perforation: bowel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant), intestinal perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), depression ("psychological or psychiatric problem, condition: depression"), anxiety ("psychological or psychiatric problem, condition: anxiety"), migraine ("migraine"), headache ("headache"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the bladder perforation, intestinal perforation, pelvic pain, menorrhagia, vaginal haemorrhage, mood swings, urinary tract infection, depression, anxiety, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia and weight increased outcome was unknown. The reporter considered anxiety, bladder perforation, depression, dysmenorrhoea, dyspareunia, headache, intestinal perforation, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in (B)(6) 2017 patient underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received- previously reported event "injury to herself " updated to "abnormal bleeding (vaginal)", events- ¿ mood swings, menorrhagia, urinary tract infection, depression, anxiety, migraines, headaches, dental problems, dysmenorrhea, dyspareunia, pain/pelvic pain, weight gain, perforation (other) please describe and state the location of the perforation : bladder, perforation (other) please describe and state the location of the perforation: bowel¿, reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.